Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the sieve beds low o2. Associated malfunctions for this device: pilot valve alarms.